Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. It warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label will be conducted. Should any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette experienced damage to the patient line when it got tangled in the patient¿s wheelchair. This occurred during drain two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative assisted the patient with ending therapy. The patient stated that they will complete therapy with new supplies. There was no patient injury or medical intervention reported with this event. No additional information is available.